Event description:
It was reported that during a laparoscopic radical prostatectomy procedure, the device stopped working. There was no reported patient consequence. The case was completed with another device of the same product code.